Manufacturer narrative:
Concomitant medical products: dtmb1q1 ICD, implanted: (B)(6) 2018; 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were explanted and a temporary lead was implanted. A new device and leads will be placed at a later date when the infection clears. No further patient complications have been reported as a result of this event.